Manufacturer narrative:
Device evaluation: the duette multi-band mucosectomy device of unknown rpn and lot number was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. This file was raised from literature "sonpal 2011" to capture user error with related perforation. This file is related to (B)(4) which will capture the off-label use and related adverse events. Lab evaluation: n/a. Manufacturing records review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution duette multi-band mucosectomy device devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0026) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working conditions, do not use.¿ there is evidence to suggest that the user did not follow the instructions for use as per medical advisor input "I would reckon it was a user error because the lesion was raised using a combination solution which is not listed in the instructions for resection of mucosa by band ligation." It should also be stated that perforation is a known potential adverse event listed in the IFU for endoscopic mucosal resection. Image review n/a. Confirmation of complaint: complaint is confirmed based on the customer and/or rep testimony. Root cause review: a definitive root cause of user error could be identified from the available information. Medical advisor input was received that this is a user error situation "I would reckon it was a user error because the lesion was raised using a combination solution which is not listed in the instructions for resection of mucosa by band ligation.". This subsequently resulted in perforation occuring. It should also be noted that instructions for use (ifu0026) lists perforation as a potential adverse event for endoscopic mucosal resection. Summary: complaint is confirmed based on the customer and/or rep testimony. Failure identified: user error- 01 device confirmed used. A definitive root cause of user error could be identified from the available information. Medical advisor input was received that this is a user error situation "I would reckon it was a user error because the lesion was raised using a combination solution which is not listed in the instructions for resection of mucosa by band ligation.". This subsequently resulted in perforation occuring. It should also be noted that instructions for use (ifu0026) lists perforation as a potential adverse event for endoscopic mucosal resection. According to the initial reporter, the patient suffered perforation. The patient required surgical intervention within the same operating procedure to treat the perforation. We know after 4 months the stent was removed and the patient was doing well. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-may-2024.

Event description:
(B)(6) ¿ dual duette disasters: an uncommon complication in 2 patients. This 1.5 cm polypoid lesion was 26 cm distal to the incisors. The borders were marked with apc in preparation for emr and the lesion was raised using a combination solution. Two rubber adjacent bands were sequentially deployed and hot snare cautery was applied to remove the lesion. A transmural perforation at 30 cm, approximately 1 cm in size, was immediately suspected. 4 clips were placed in order to oppose free edges of the defect however full approximation could not be achieved. A 9 cm 21-25 mm flange polyflex stent was placed under fluoroscopy to traverse the perforation and broad spectrum antibiotics were started. 4 months later the stent was removed and the patient did well. This complaint captures the user error for the lesion was raised using a combination solution which is not listed in the instructions for resection of mucosa by band ligation resulting in perforation. Required procedure within the same operating procedure. (B)(4).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.